Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they had their device placed in december 2023, but it was placed wrong and was giving them so much pain. They turned it off because they were afraid to keep it on because it flipped over constantly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they noticed the flipping shortly after implant, but weren't exactly sure when. They went back to the doctor 2 times within 3 months of implant for standard follow-up appointments and they told the doctor it was moving around and bothering them, but the doctor said it was "normal" and didn't do anything about it. They said they moved out of state and it got worse so they turned the device off for safety purposes. They said with the therapy off they hadn't had any problems going to the bathroom for bowel or bladder, both of which patient cited as need for therapy. They mentioned that the device "sticks out" preventing them from leaning back against a chair or laying on their back. They said it also presses on a sciatic nerve causing a lot of pain down their hip and left leg. They said they had an appointment for an issue unrelated to ins and was given a manufacturing representative (rep) contact after explaining their problem to the doctor. They said it was in july of last year that they contacted the rep. They then followed-up with a urologist who confirmed what patient was experiencing was not expected with the system. They said no further plan was made at that appointment. The agent emailed the patient a list of local managing doctors and suggested they establish care for further device evaluation and formulation of care plan. They stated they currently did not have insurance.